Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead the clinical data file was returned. Review of the clinical data file indicated that the device performed to the specification. The clinical data indicates that the analysis period of the first two segments was returned as 'shock advised' result due to the high normalized amplitude, variability if the waveform, width of the waveform and detected number of peaks. This is a direct result of motion artifact observed that can be caused by several factors including patient movement and CPR. Analysis for reports of this type has not identified an increase in trend.